Event description:
It was further reported that a clinic device check was performed approximately one month later and device was interrogated and tested in clinic, no device issues noted. No known product performance issue noted to explain chest pain. Heart rates in the thirties to nineties/slower than programmed rate were not identified/confirmed. No product performance issue noted to explain patient report of slow rates. No action/intervention performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient reported chest pain, with heart rate at home thirties to nineties, which is below the programmed lower rate setting. The crt-d remains in use. No further patient complications have been reported as a result of this event.